Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when tried to clamp and fire the device during a laparoscopic gastrectomy, the firing stopped and was unable to be performed. It was also stated that the lcd showed a display that the reload had been fired. The procedure was completed with another device. There was no patient injury.